Event description:
It was reported that the patient was in the hospital for a radiotherapy session for prostate cancer. The device detections were programmed off for the session and then turned back on after the session was complete. The patient information was noted to be erased and could not be reprogrammed. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.